Event description:
It was reported that the patient was scheduled for generator and lead replacement surgery. The patient underwent generator and lead replacement on (B)(6) 2014.

Event description:
The explanting facility will not return the explanted device to the manufacturer for analysis; therefore, no analysis can be performed. An implant card was received stating that the vns patient underwent generator replacement surgery due to battery depletion and failure to interrogate on (B)(6) 2014.

Event description:
It was initially reported that the patient had requested to have her vns removed because they had been experiencing pain at the generator site for several months. The patient has had the generator disabled for a number of year due to lack of efficacy so the pain is not related to stimulation. There was no manipulation or trauma. The patient said that she spoke with her physician about the pain but he was not planning on taking any intervention. Patient is going to speak with the physician again on the matter as she would like her vns explanted. Good faith attempts for more information have been unsuccessful to date.